Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31556577l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with thermocool smarttouch sf, the patient experienced a cardiac tamponade treated with a pericardiocentesis. After the procedure had completed, a pericardial effusion and cardiac tamponade were noticed in the patient. The procedure was completed normally, with no issues or abnormal readings. The patient was in recovery when the patient's blood pressure had dropped. The patient was then brought back into the procedure room, and the pericardial effusion and cardiac tamponade were confirmed via echocardiogram (echo) and fluoroscopy. The medical intervention provided to the patient was a pericardiocentesis, and about 270cc of fluid was removed and recycled back to the patient. The patient was stable. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.